Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR 2134265-2014-07556. It was reported that a burr detachment and vessel perforation occurred. The 95-98% stenosed target lesion was located in the heavily calcified circumflex (lcx) artery. A 3.5 6fr guide was placed. A non-bsc wire was placed. The non-bsc wire was exchanged for a rotawire. A 1.25mm rotalink¿ plus was advanced over the rotawire. Prior to being inserted into the patient, the 1.25mm rotalink¿ plus was platformed at 170rpm. Rotational atherectomy was performed in the lcx. As they turned from the left vein, going into an acute turn into the lcx, the burr became ¿deactivated¿ and would not move. As they moved the advancer knob back and forth, they realized that the burr had become detached from the drive shaft but remained on the rotawire. Then the physician attempted to remove the rotalink plus system, but the drive shaft was stuck on the rotawire. The drive shaft appeared to angle up and appeared to have possibly perforated the distal left main, proximal left anterior descending and proximal ramus arteries. The entire rotablator system was removed. The vessel was rewired with a non-bsc wire. A 2.0x30 emerge balloon catheter was advanced and inflated for approximately 10 minutes. The physician then attempted to advance a 3.5x20mm promus premier drug eluting stent (des); however, the stent would not cross. A shorter stent was advanced and deployed in the distal left main and into the lcx. No further patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4). Upn updated from unk509 to h802232390012. Device evaluated by MFR.: the device was returned for analysis. The unit returned has distal end broken and body kinked. The visual inspection was performed and the device returned fracture in two sections. Moreover, the part#1 (proximal section) is kinked at 188.0 cm approx. From the proximal end and the part#2 (distal section) is kinked at 4.3cm approx. From the distal end. All the outer diameter (od) measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2014-07556. It was reported that a burr detachment and vessel perforation occurred. The 95-98% stenosed target lesion was located in the heavily calcified circumflex (lcx) artery. A 3.5 6fr guide was placed. A non-bsc wire was placed. The non-bsc wire was exchanged for a rotawire. A 1.25mm rotalink¿ plus was advanced over the rotawire. Prior to being inserted into the patient, the 1.25mm rotalink¿ plus was platformed at 170rpm. Rotational atherectomy was performed in the lcx. As they turned from the left vein, going into an acute turn into the lcx, the burr became ¿deactivated¿ and would not move. As they moved the advancer knob back and forth, they realized that the burr had become detached from the drive shaft but remained on the rotawire. Then the physician attempted to remove the rotalink plus system, but the drive shaft was stuck on the rotawire. The drive shaft appeared to angle up and appeared to have possibly perforated the distal left main, proximal left anterior descending and proximal ramus arteries. The entire rotablator system was removed. The vessel was rewired with a non-bsc wire. A 2.0x30 emerge balloon catheter was advanced and inflated for approximately 10 minutes. The physician then attempted to advance a 3.5x20mm promus premier drug eluting stent (des); however the stent would not cross. A shorter stent was advanced and deployed in the distal left main and into the lcx. No further patient complications were reported and the patient¿s status is stable.